Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at battery tube threads, broken reservoir tube lip and minor scratched liquid crystal display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose was 600 mg/dl and the insulin pump was broken around the reservoir opening. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.